Manufacturer narrative:
There were no technical services requested or performed related to the reported event. There are many potential clinical factors that could have contributed to the reported event. However, with no additional information, the reported event cannot be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported arcuate cut was at 180 degrees instead of at the programmed 0 degrees for the left eye.